Event description:
It was reported that during infusion the pump displayed error code and stopped infusing during patient use, the error indicates a major hardware fault potentially related to the main board or air detector sensor. Customer did not experience any errors during the testing procedure of the pumps. There was patient involvement and no reported harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that during infusion the pump displayed error code and stopped infusing during patient use, the error indicates a major hardware fault potentially related to the main board or air detector sensor. The review of event log found that 46822 system faults confirmed in logs. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the bubbled dso seal. The customer did not experience any errors during the testing procedure of the pumps. The reported complaint is verified in logs however could not be replicated and the probable cause is failure on main board.